Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which a leak may have occurred. The event occurred during patient use. Patient therapy was stopped. There was no adverse event, patient injury or medical intervention associated with this report. The device was filled with ropivacaine hydrochloride hydrate. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. No assignable cause could be provided. A batch review has been performed and there were no exceptions associated with the manufacturing of this device.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.